Event description:
Customer reports to have received a motor error alarm. When customer checked blood glucose it was over 600 mg/dl and elevated to 700 mg/dl. Customer reports to have been hospitalized on (B)(6), 2014 with blood glucose of over 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was not wearing insulin pump at time of hospitalization as she had stopped pump therapy on (B)(6), 2014 and was on manual injections. Customer called for assistance in programming new insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.